Event description:
It was reported that the tip of the driver broke off in the plug during a revision surgery. The surgeon was not able to be remove the tip and it was retained by the patient. Alternate devices were used to complete the case. There were no additional reported patient impacts. This report is two of two.

Manufacturer narrative:
The returned plug driver was examined. The device fractured at the tip. The cause of this event can likely be attributed to off-axis applied force during the procedure. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver broke off in the plug during a revision surgery. The surgeon was not able to be remove the tip and it was retained by the patient. Alternate devices were used to complete the case. There were no additional reported patient impacts.